Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 500 mg/dl. It was stated that the insulin pump was alarming no delivery. No troubleshooting was possible due to the no delivery alarms.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.